Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 confirmed in device history with variable due to broken trace at pin on keypad assembly. Device passed self test and displacement test. Pump error 53 found in the device history due to software error. Device received with faded serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had pump error alarm. Customer¿s blood glucose was 141 mg/dl at the time of incident. Customer stated that the insulin pump was able to rewind. Customer was able to clear alarm. Insulin pump passed displacement test. Customer was assisted with self test and insulin pump had hardware low level failure alarm. The insulin pump will be returned for analysis.